Event description:
The customer could not complete the load process because the pump was asking the customer to fill the tubing again. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.